Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the station and noted that it had already been rebooted. The tss reviewed system logs and found no errors. The medication application logs did not indicate any user credential or fingerprint authentication issues. No further issues were reported after this check. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had issues logging into the anesthesia cart. The customer reported multiple users experiencing login issues with the anesthesia cart. Users noted the cart running slowly at times and repeatedly receiving ¿unable to authenticate¿ messages when scanning their fingerprints. The cart was rebooted, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.